Manufacturer narrative:
Date of event is an estimated date for the year 2018.

Event description:
It was reported that the patient presented to the clinic for regular follow up in the year 2018. Upon examination, false episodes of high ventricular rate were observed due to over-sensing of right ventricular lead noise. The lead continued to exhibit noise over-sensing chronically. The patient was not pacing dependent and opted to wait until a regularly scheduled pacemaker battery change procedure to perform a lead revision. On (B)(6) 2022, the right ventricular lead was explanted and replaced successfully. There were no adverse consequences to the patient.